Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed numerous bends/kinks of varying severity scattered over the length of the specimen. The specimen also presents extensive deposits of organic matter in the form of dried blood-like material scattered over the length of the device and apparent tissue adhered to the coil wraps 31.0 to 38.5cm from the distal tip. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-03047. It was reported that during a percutaneous peripheral intervention procedure guide wire entrapment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). A starter guide wire was placed at the target lesion. A 8x42x1350 sentinol stent delivery system (sds) was advanced to the target lesion, and the stent successfully deployed. The sentinol sds could not be removed over the 260cm starter guide wire, therefore they were both removed. The procedure was completed and no further actions were taken. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Event description:
Same case as MDR ID# 2134265-2012-03047. It was reported that during a percutaneous peripheral intervention procedure, guide wire entrapment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). A starter guide wire was placed at the target lesion. A 8x42x1350 sentinol stent delivery system (sds) was advanced to the target lesion, and the stent successfully deployed. The sentinol sds could not be removed over the 260cm starter guide wire, therefore they were both removed. The procedure was completed and no further actions were taken. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.